Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow keypad button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2019 with the following findings: during investigation, there was no damage found to the keypad. It was found that the "up" arrow button did not respond to presses. All other buttons responded to presses appropriately. When the keypad was removed, there was no damage found to the button contacts. It was found that the keypad flex was not properly inserted in the keypad flex connector. When the keypad flex was inserted properly, all the buttons responded appropriately.